Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
A customer reported via phone call indicating that they received a power error on their insulin pump. The patient's blood glucose level was 7.0 mmol/l at the time of the call. The customer was advised the proper steps to clear the error and to complete the reservoir and tubing process. The customer was advised to monitor the insulin pump and to call back if the error persists.